Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample.

Event description:
It was reported that in maternity room involving a female patient who was giving birth. The patient had the epidural catheter inserted. The patient was having pain. It was observed that the yellow part of the snaplock was disconnected from the blue part. It was re-snapped. The staff decided to insert a new epidural catheter to avoid any infectious risk. Clinical consequence: no consequence for the patient except pain and another catheter inserted.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in maternity room involving a female patient who was giving birth. The patient had the epidural catheter inserted. The patient was having pain. It was observed that the yellow part of the snaplock was disconnected from the blue part. It was re-snapped. The staff decided to insert a new epidural catheter to avoid any infectious risk. Clinical consequence: no consequence for the patient except pain and another catheter inserted.